Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD implanted: (B)(6) 2019. Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced a lead failure. The rv lead explanted and replaced. No patient complications have been reported as a result of this event.